Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm reading auxiliary supply failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer confirmed that the event log had error code 1115: auxiliary alarm supply failed message. Three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. The rse informed the customer, manufacturers recommendations of replacing parts ID for a power management board, power supply, (cpu) pcba, and motor control (mc) pcba to resolve. The customer replaced the mc pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.